Event description:
Healthcare professional reported "fluid around the left implant", "breast asymmetry on the left" and "extracapsular rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of other/medical "fluid around implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and fluid around implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6.

Event description:
Healthcare professional reported "fluid around the left implant", "breast asymmetry on the left" and "extracapsular rupture". This record is for the left side. The device was explanted.